Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that spd had found one of the screw heads, where the attachment is placed, sheared off and they found it while cleaning. It must¿ve happened during the case but it didn¿t have any adverse effects, or even noticeable. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of device history records indicate (B)(4) devices were manufactured under lot k065f and (B)(4) devices were inspected and accepted into final stock on 10/26/2015. Additionally (B)(4) devices were inspected and accepted into final stock on 04/29/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k065f shows 0 additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Spd had found one of the screw heads, where the attachment is placed, sheared off and they found it while cleaning. It must¿ve happened during the case but it didn¿t have any adverse effects, or even noticeable. Case type: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spd had found one of the screw heads, where the attachment is placed, sheared off and they found it while cleaning. It must¿ve happened during the case but it didn¿t have any adverse effects, or even noticeable. Case type: tka.